Manufacturer narrative:
Device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿unit displays error code 46510¿ was confirmed through power-up test, cleared code but continued coming back. Replaced printed wiring assembly board. Further investigation found the air detector was damaged (wearing down) and was therefore replaced. Updated software and unit reset to standard configuration. The device passed all testing criteria. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
The customer returned the device stating, ¿the unit displays error code 46510¿. During device evaluation it was found the air detector was damaged (wearing down). During testing.